Event description:
A malfunction was reported on the customer's pump, but there were no notable events leading up to it, and there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. Caller was advised to reach out again if the malfunction code reappears, and they acknowledged and understood this guidance.